Event description:
It was reported that the customer's continuous glucose monitor graph was missing from the pump's home screen and the unlock buttons appeared different. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to monitor the system and contact support again if the issue recurred, and the customer understood this guidance.